Event description:
While still hospitalized for non-device related event, the patient developed left-sided diplopia; ptosis and bilateral facial paresia (left side greater than right). A preliminary review of the log files by the site revealed normal parameters. An initial head CT was negative. Two days after the initial onset of the symptoms, another head CT revealed no signs of bleeding or ischemia though the patient's neurological symptoms remained. Investigation still ongoing.

Manufacturer narrative:
Additional information received: an angiogram done a few days later revealed no thrombus in the circle of willis, no ischemic lesion in the fossa posterior and no evidence of bleeding. The patient was maintained on valproic acid for seizure prophylaxis and is recovering slowly. He was discharged from hospital approximately six weeks after the initial onset of his neurological symptoms. The patient's surgeon felt that the patient's earlier blood transfusion may have increased his blood pressure quickly and that this may have caused the neurological event. Conclusion of investigation the device remains implanted in the patient and is not available for return to the manufacturer for analysis. The cause of the reported event cannot be conclusively determined. No additional information will be forthcoming.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.